Manufacturer narrative:
Based on the claim against the product by the customer noting the mcs wrist was stiff and not moving properly, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci mcs product to perform failure analysis. The mcs was analyzed and the complaint regarding the mcs wrist being stiff and not moving properly was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The tip opened and closed properly. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additional observation not reported by the site that is not related to the customer-reported complaint: the instrument was found to have a broken tube adapter at the distal end. A piece approximately 0.118" x 0.077" in size was not returned with the instrument. A review of the site's system logs for the reported procedure date was conducted by rpms analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The probable root cause of the mcs wrist stiffness and not moving properly cannot be determined based on the information provided and failure analysis results. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues. The mcs instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer-reported issue. The probable root cause of the broken adapter at the distal end is attributed to mishandling/misuse. This complaint is considered as a reportable malfunction due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy procedure, the customer reported the monopolar curved scissors (mcs) instrument wrist was stiff and was not moving properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that no fragments fell into the patient. The instrument was stiff/ had a poor-functioning wrist. The instrument was inspected prior to used and nothing was observed out of the ordinary. The issue occurred with the surgeon¿s head inside the surgeon console¿s high-resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon's console. The failure was related to an inability to move the instrument at all (e.g., static instrument). The movements of the surgeon scale were appropriate to the instrument. The instrument was stiff in movement but otherwise worked. There was some lag related to the stiffness. There was not any shakiness and/or friction experienced/observed. There was not any instrument-to-instrument or system arm-to-arm interference. There were not any external collisions. The issue was persistent. A new instrument was used to resolve the issue. The drape and lot number are not available. There are no photographic images of the device(s) or a video recording of the procedure available for isi review. The issue occurred when the mcs was in use for the first time.

Manufacturer narrative:
This monopolar curved scissors (mcs) instrument was transferred to the engineering team for further investigation and additional failure analysis by an advanced failure analysis engineer (afae). The initial fa findings were confirmed. Additionally, the advanced failure analysis further verified that the complaint of "wrist stiff and not moving properly" could not be reproduced nor confirmed. The instrument was installed on an in-house system with an in-house tip accessory and both the proximal and distal wrists were actuated. Neither non-intuitive motion nor imprecise motion were observed. The instrument was rolled with both wrists actuated and no issues were observed with motion. The instrument was manually actuated off the system using an input disc tool and no obvious issues were found. The housing was removed for inspection and there did not appear to be any lodged components or issues that could potentially cause the imprecise or non-intuitive motion.

Event description:
Refer to h10/h11 for follow-up information.